Event description:
On 10/4/94 distributor learned from the hosp that the ventilator was not able to hold its peep/CPAP settings while on a pt. We were told that the unit also failed to pass the extended self test (est) after the respiratory therapist tried unsuccessfully to reenter the settings. The hosp reported that the pt was bagged and put on another ventilator, and the pt apparently was not affected.